Event description:
It was reported that the bd nano¿ 2nd gen pen needle broke off during the injection. The following information was provided by the initial reporter: "consumer reported that the needles break during injection. Consumer stated that he uses the same needle until the insulin pen is empty, also stated that the needle does not break until the second or third use. I advised consumer that the needle is one time use only and should never be re-used."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle broke off during the injection. The following information was provided by the initial reporter: "consumer reported that the needles break during injection. Consumer stated that he uses the same needle until the insulin pen is empty, also stated that the needle does not break until the second or third use. I advised consumer that the needle is one time use only and should never be re-used."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.